Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set would not prime. Upon attempting to prime, it was discovered that the primary intravenous (IV) line would not prime and medication would not flow through the drip chamber. There was no patient injury or medical intervention associated with this event. No additional information is available.